Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient reported that her pain pump that was implanted on (B)(6) 2016 was explanted because the catheter moved and now she had a new pain pump system. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the catheter moving was first noticed after a refill appointment in early 2018. The patient's weight was (B)(6). No adverse effects were noticed until after it was determined to not be functioning correctly. The patient's pump and catheter were replaced on (B)(6) 2018.